Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative reported that the site has other reference frame arms and is not interested in returning the part for replacement. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the reference frame arm will not tighten all the way. There was no patient involved with this concern.